Manufacturer narrative:
Section d10 references: product ID 37612 lot# serial# (B)(6) implanted: explanted: product type implantable neurostimulator product ID neu_ptm_prog lot# serial# unknown implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: neu_ptm_prog, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer who reported they were having some issues with the programmer, and wanted to make an adjustment as they had a tremor. The setting for their hand was at 3.5 and when increasing, it went to 4.10 (jumped up five), and wouldn¿t decrease and they were experiencing numbness. During the call the patient tried to decrease stimulation and saw the lower limit screen (it was confirmed therapy was on). The patient had not changed groups and had no recent programming appointments. The rep later stated the patient programmer wasn¿t¿ working correctly and was causing numbness.